Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during dft (defibrillation threshold) testing, the test failed, followed by the patient going into full cardiac arrest. The lead was explanted and replaced with both a transvenous defibrillation lead and a subcutaneous defibrillation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage.